Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that the device had an open state of free flow when the IV tubing is inserted and the door is closed. Walkmed infusion performed further failure investigation and identified physical damage to the exterior housing caused by user misuse and abuse and a worn pressure plate and as the causes of the failure.

Event description:
During product evaluation, walkmed infusion observed the device to have an open state of free flow. The device was initially sent to walkmed infusion for a reported broken exterior housing.